Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, every 5th day, discontinued, route and duration were not reported) and fortum injection (1 gm each bag, intraperitoneal, discontinued frequency and duration were not reported) for peritonitis. At the time of this report, the patient was discharged from being hospitalized and was recovered from the event. Pd therapy was ongoing. No additional information is available.